Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed problem with the wired footswitch. Upon further inspection it was confirmed that the wired connection issue was not re-established and the customer is using hand switch as a workaround for exposure. So, no work was done by philips. Therefore, no further action is necessary at the time, and the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the foot switch was not working. No user or patient harm has been reported. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.